Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will be investigated through tracking and trending through similar reports.

Event description:
The facility representative contacted baxter to report an infusor in which there was a leak that occurred during the filling process. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.